Manufacturer narrative:
The customer, supported by a beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and discovered bubbles were at the tip of the reference electrode. The customer replaced the electrode reference to resolve the issue. The customer performed calibration and quality control with passing results. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low quality control and patient results on ion selective electrode sodium, potassium and chloride on their au680 clinical chemistry analyzer. The low results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.